Event description:
It was reported that the procedure was to treat a chronic total occlusion due to instent restenosis of a unspecified stent in the right coronary artery. After a failed attempt to cross the occlusion, during retraction, resistance was felt which resulted in the distal tip of the ht progress 40 guide wire separating. An attempt was then made to use a ht progress 80 guide wire and the same issue of distal tip separation during retraction occurred. Nothing was able to cross through the occlusion. The tips of the guide wires remain in the patient as it was a chronic total occlusion with no flow to begin with. No additional attempts were made for treatment of the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The progress 80 guide wire referenced is being filed under a separate medwatch report.